Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed that the peripump tubing was not aspirating fluid properly from the wash wheel. This also caused an issue with the substrate dispense. The fse replaced the peripump and associated tubing as well as the aspirate and substrate probes. The fse performed a system check, high sensitivity system check, carryover test, and ran qc samples. All repairs were verified per established procedures. This event was reported in 2008 as MDR 2122870-2008-213. During the retrospective review, it was determined that add'l mdrs were required to be filed. This MDR represents event 1 of 9 add'l reports. This MDR is related to the following mdrs that have been reported. MDR 2122870-2011-05323, 05324, 05325, 05326, 05327, 05328, 05329, 05330. This reportable event was identified during a retrospective review of product complaints conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneous troponin I (accu tni) result generated on their unicel dxi 800 access immunoassay system. The erroneous pt sample result was reported outside of the lab. While the ordering physician questioned the result, it is unk if there was any impact to pt treatment associated with this event. The customer reported that quality control (qc) samples assayed prior to the pt sample recovered within the lab's established ranges. The customer reported a substrate dispense failure error on the analyzer shortly after pt samples were assayed. Qc samples assayed after pt samples were run recovered outside of the lab's established ranges. The pt sample was reassayed on another analyzer in the lab which yielded a lower result. An amended report was generated and reported outside of the lab.